Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: forty eight hours after the intervention, a sigmoido-vesical fistula appeared. The suture dropped. The pt had to have a new intervention and stay in the intensive care unit.